Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-10053. Related manufacturer reference number: 1627487-2019-10056. Related manufacturer reference number: 1627487-2019-10057. Related manufacturer reference number: 1627487-2019-10058. It was reported an infection was present at the ipg site. Surgical intervention was undertaken on (B)(6) 2019 to explant the ipg. An infection was also found at the lead site. The patient underwent additional surgical intervention on (B)(6) 2019 during which the patient's extensions and leads were explanted. The patient is being treated with antibiotics.

Manufacturer narrative:
Related manufacturer reference number: 1627487-2019-10053. Related manufacturer reference number: 1627487-2019-10056. Related manufacturer reference number: 1627487-2019-10057. Related manufacturer reference number: 1627487-2019-10058.

Event description:
Related manufacturer reference number: 1627487-2019-10053. Related manufacturer reference number: 1627487-2019-10056. Related manufacturer reference number: 1627487-2019-10057. Related manufacturer reference number: 1627487-2019-10058.